Manufacturer narrative:
Initial onset of this was resolved at development's recommendation, patched automation back to 11.1, which resulted in the reports getting completed successfully. New reports were also being processed as expected. The jira opened for this issue has been closed and verified as resolved in software version (B)(6) uris-3378. Automation will not process reports after upgrade to (B)(6). The site was updated to software version (B)(6). The CAPA opened for this issue has been completed/closed. Quality system, qs-128273 [unity] automation will not process reports. No further evaluation/investigation will be performed regarding this incident.

Manufacturer narrative:
The investigation into this customer's allegation determined that the delay in the report being fully approved was a defect introduced in merge unity pacs release r11.1.2. This release went out to a limited number of customers prior to being detected. Merge healthcare has since determined the root cause of the issue and has performed corrections and corrective actions. A new release of software has progressed through review and verification phases and will be available to customers upon release. A review of the merge unity pacs user guides, reading physician core curriculum: all levels did not reveal any troubleshooting or other anomalies/issues regarding exams that remain stuck in a pending/hold status. The workaround provided to the customer is demonstrating effectiveness for reporting related activities.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017 a customer contacted merge healthcare technical support and alleged that reports have not been generated. Merge support investigated the customer's allegation and determined that the reports were being held in a paused or pending status for an extended period of time. Normally a report transitions from the paused or hold status to a fully approved status that then triggers post-approval reporting activities such as viewing or faxing. Due to merge unity reports not progressing through the approvals process in a timely manner there is a potential for a delay in diagnosis or treatment that may lead to harm. However, the customer has reported no serious injuries or deaths as a result of this issue. The site has been provided with a workaround that ensures exams are not held in a paused or pending status for an extended period of time. Reference complaint number 83703.